Event description:
During a pulmonary vein isolation procedure a cancellation occurred due to a self-test issue and burning smell. At approximately the same time an error message and burning smell was emitted from the mapping system amplifier. The amplifier was unplugged and all cables were removed. The procedure was cancelled with no adverse patient consequences.

Manufacturer narrative:
One ensite velocity¿ system velocity amplifier was received. When the amplifier was powered on, a flashing amber led was displayed indicating a self-test issue and a burning smell was noted which confirmed the field reported event. Further investigation revealed thermal damage on various components on the ampro assembly located on the microprocessor board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.